Manufacturer narrative:
The technician found the bolt missing from the brake/steer linkage. The technician replaced the nut and bolt to repair the stretcher.

Event description:
Information received indicates the foot section brakes are not working.